Manufacturer narrative:
Report source: (B)(4) adverse incident report reference no (B)(4); submitted to (B)(4) by the physician. The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a pinnacle pelvic floor repair kit was implanted during a pelvic floor repair procedure performed on an unknown date. According to the complainant, on (B)(6) 2017, the patient had mesh erosion. Reportedly, she underwent an operation to remove the exposed mesh. She has also been referred to a tertiary center. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.